Event description:
It was reported that the insulin pump had an off no power anomaly. The blood glucose reading was unk. The caller stated that the insulin pump did not turn on, noting that the device still turned off when with new batteries. The caller discontinued use of the insulin pump and reverted to her pack up plan. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was monitored for several days. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart and off no power tests. No unexpected off no power anomalies were noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.